Event description:
It was reported that balloon rupture occurred. The target lesion was located in left superficial artery. A 6.0 x200, 135 charger balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst at nominal pressure. The balloon was able to removed and completed with another of same device. There were no patient complications reported.